Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent an elective procedure to implant a rechargeable implantable pulse generator (ipg). Repositioning of the pocket site was performed based on preference. The ipg was discarded by the facility and will not be returned for analysis. Postoperatively, the patient was stable.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.